Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced hyperglycemia. The customer's blood glucose level was 27.9 mmol/l at the time of the incident and was treated with manual injection. The customer declined troubleshooting for the high blood glucose incident. The customer reported that they continued to receive insulin flow block alarms. The customer received numerous alarms within the last week. The insulin pump had four insulin flow blocked alarms with this one assembly. The customer reported that the insulin exits with the fill tubing. The insulin pump will not be returned for analysis.